Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of their treatment. Prior to discovery of the fluid leak, there was an ¿m31 air detected in cassette¿ alarm. After failing to bypass the alarm, the patient cancelled the treatment. When they opened the cycler door to remove the cassette, the patient observed fluid leaking from the cassette compartment. The patient stated there were no visible pinholes or tears found on the cassette. The patient contacted ts the following day due to an unrelated cycler alarm that occurred during treatment setup. After informing the ts representative of the fluid intrusion, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment on the date of the fluid leak. There were no adverse consequences due to the incomplete treatment. The patient completed treatment the following day by performing manual pd therapy. Upon follow-up, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Additional details were obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). As a precaution, the patient was prescribed prophylactic antibiotics. Per the pdrn, the patient received a one-time, 1g dose of vancomycin, administered intraperitoneal (ip) through a solution bag. The pdrn confirmed the patient did not develop any signs or symptoms of peritonitis. The patient confirmed receiving their replacement cycler. At the time of follow-up, they were continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.